Event description:
It was reported that during a laparoscopic appendectomy procedure, the yellow safety shield piece that goes over the blade would not retract after insertion. The shield was engaged appropriately but the blade would not retract. A new trocar was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.